Event description:
It was reported that an inappropriate shock was delivered first in the primary vector and the second time in the secondary vector involving this device. A request for review of the data was needed. This device remains implanted. No adverse patient effects were reported.